Event description:
It was reported that the infusion set did not insert or adhere to the skin during attempted deployment, and the caller believed the applicator was the issue. The user replaced all supplies during the call and successfully resumed insulin delivery, with blood glucose at 129 mg/dl and unaffected. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with the user. Investigation of this case revealed an incorrectly deployed infusion set or improperly attached connector as the likely device-use issue with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user-related deployment or connection error.